Event description:
It was reported that a right ventricular (rv) lead delivered an inappropriate shock due to noise. It was also reported the rv lead had high impedance due to a possible lead fracture. The rv lead was abandoned and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrhythmia therapy.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).